Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during fill five of five of peritoneal dialysis therapy. The technical services representative assisted the patient in ending therapy and removing supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the cassette was not returned device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.